Event description:
It was reported that when using the BD Pyxis¿ ES Refrigerator, refrigerator was not detected on the bus, and it was the only refrigerator containing certain medications required for the ICU at that campus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 21-APR-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device of this incident, it was determined that the helmer refrigerator was not showing on bus. A Field Service Engineer (FSE) dialled into the system and ran the firmware updater. The refrigerator was successfully recovered and subsequently appeared on the bus, allowing the technician to verify normal communication. The system functioned as intended after the Field Service Engineer repaired the device.